Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva 20 ga x 1-1/4 in single port leaked at the septum. The following information was provided by the initial reporter translated from chinese to english: "after the clinical staff punctured the indwelling needle for the patient, the blood leakage after the needle core was removed led to the patient being re-punctured, and the patient and his family were not satisfied.".

Manufacturer narrative:
Investigation results: the complaint of a leak from the catheter septum was confirmed and the cause appeared to be manufacturing related. Two photographs were provided for the investigation. One photo showed a 20g nexiva unit in the antecubital region of the patient. The needle and tip shield safety mechanism had been removed and were not visible in the photo. What appeared to be blood residue had bypassed the septum. Blood was noted on the patient's arm. The leak appeared to be consistent with a damaged septum and/or canister, which may have been misaligned during assembly. The appropriate manufacturing personnel were notified of this complaint.

Event description:
No additional information